Event description:
During a preventive maintenance, the co rep observed that the battery charging indicator light was not on and the unit shutdown as soon as the unit's plug was removed from the electrical outlet.